Manufacturer narrative:
H10: per additional information, the subject device was reprocessed before it was sent in for repair and reprocessing steps were followed per IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to physical damage on the device. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: the user can detect the suggested event by handling the device in accordance with the following IFU. Operation manual chapter 3 preparation and inspection. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: switch#1 has a cut; forceps passage has damaged channel; distal end plastic cover had scratches and dents, objective lens had peeling glue and peeling on cement; light guide lens had peeling glue and peeling on cement; bending section cover or distal sheath rubber had a crack on the clue and on the plastic distal end cover; labels were scratched; angulations was low; and insertion tube had minor scratches; control body had scratches; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, yellow fluid coming out of the scope after reprocessing. The issue occurred at unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.